Manufacturer narrative:
Visual inspection of the lens showed a tear in one of the haptics and the other haptic was torn off and is missing. No conclusion can be drawn. The facility did not return the injector and cartridge that was used in this surgery.

Event description:
The facility has indicated the surgeon successfully implanted a model aa4204vl intraocular lens, but noted damage to the lens after it was implanted. The surgeon removed the lens without injury to the patient. The facility did not indicated the model of cartridge or injector that was used and the lot numbers for these items are not specified. It is unknown what caused the damage to the lens.